Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the femoral vein using an indigo system aspiration catheter 12 (cat12) and lightning aspiration tubing (lightning). During the procedure, while aspirating the clot from the femoral vein, the lightning clogged and the indicator light on the lightning unit turned yellow before turning solid red. Therefore, the physician tried unplugging and plugging back in the lightning and flushing it with saline solution. However, the indicator light remained solid red. Therefore, the lightning and cat12 were removed and were not used for the remainder of the procedure. The procedure was completed using a new lightning and a new cat12. It should be noted that there was no alleged deficiency or damage to the first cat12. Additionally, there was no report of an adverse effect to the patient.